Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for suspected pump thrombosis with an elevated lactate dehydrogenase (ldh) of 900 u/l. The patient was started on integrillin and bivalrudin. The patient was discharged on (B)(6) 2017 with ldh of 400 u/l. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase and suspected pump thrombosis could not be conclusively determined. The patient remains on-going on vad support and no further issues have been reported at this time. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.